Manufacturer narrative:
The device has yet to be received by the MFR. A f/u report will be filed once the product eval has been completed.

Event description:
It was reported that at the end of a procedure the customer dropped the device, the screen broke and indicated that the device was heating up. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.